Event description:
In a social media report, a discussion has had concerning the implantation of multifocal lenses in pts with preexisting corneal astigmatism. The authors noted that even when extreme care was taken in noting the pt's preexisting ocular history and managing any postoperative variables, a subset of pts still existed with suboptimal results. The authors noted that in reviewing the literature available, it is recommended to use caution in implanting a multifocal lens in pts with a preoperative measurement that is greater than 0.4 um, and extreme caution should be used if this measurement is greater than 0.5 um. The authors noted that the manufacturer of the device to measure corneal astigmatism recommends caution when implanting a multifocal lens in pts with greater than 0.3 um. The authors then reviewed the files of the 389 eyes implanted with multifocal lenses in their practice. They found twelve eyes of eight pts with a total corneal irregular astigmatism of 0.4 um or greater. None of the eight pts were happy with their results, despite some of the pts having had postoperative interventions such as lasik or prk enhancements, yag capsulotomies, and punctal plugs to improve their outcomes. The reporter did not provide any contact information; therefore, no follow up could be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. The reporter did not provide any contact information; therefore, no follow up could be conducted. (B)(4).